Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a female patient had blood loss around 800ml 2 hours after having a cesarean section. The operator determined it was an indication of a postpartum hemorrhage, where a cook bakri post partum balloon with rapid instillation components was used. The balloon was inserted and upon being inflated with saline to 300ml, it burst. The balloon slipped out and the operator used gauze packing to achieve homeostasis. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No device was left inside the patient.

Manufacturer narrative:
Description of event: as reported, a female patient had blood loss around 800ml 2 hours after having a cesarean section. The operator determined it was an indication of a postpartum hemorrhage, where a cook bakri post partum balloon with rapid instillation components was used. The balloon was inserted and upon being inflated with saline to 300ml, it burst. The balloon slipped out and the operator used gauze packing to achieve homeostasis. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was returned inside the shipping box without a pouch. Visual inspection confirmed that the balloon material was ruptured. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.